Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the device's main switch assembly was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device inappropriately shut down while switching to pacer mode. Complainant indicated that there was no patient involvement in the reported malfunction.